Event description:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event.

Manufacturer narrative:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-03969 and 0001825034-2020-03971. Medical devices: unknown vanguard femoral catalog#: ni lot#: ni, unknown vanguard tibial insert catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a knee revision for an unknown reason. Attempts have been made and no further information has been provided.